Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, a vegetation was noted on the leads. All available information indicated that a system revision was performed and the rv lead was explanted. No additional adverse patient effects were reported.